Event description:
It was reported that "catheter was in place and part of it was sticking outside the pt. When the pt presented the catheter was cracked/ sliced right before the hub."

Manufacturer narrative:
An investigation has been initiated. Additional information regarding the device, its use, and the event itself has been requested, but to date nothing has been received. When the investigation is completed, a final report will be submitted.